Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer's blood glucose (bg) level was in the 40s (mg/dl). Customer consumed glucose gel to treat bg level.